Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 19.9 mmol/l (358.2 mg/dl), while wearing the pod between 24 and 36 hours on the leb. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.